Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/12/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 08/16/2017 with the following findings: a review of the pump black box showed no evidence of an intermittent power issue. A visual inspection of the pump showed a crack in the battery compartment from thread area to case seal and a crack where the keypad meets the battery compartment. No evidence of contamination was observed inside battery compartment. The battery cap was not returned. All testing was performed with a test battery cap; the test battery cap was unable to fully tighten to the pump. During testing, the pump powered on with the battery cap. The complaint of a intermittent power was not duplicated during investigation. Unrelated to the complaint, the down arrow keypad button was unresponsive. All other keypad buttons responded appropriately. The keypad was removed and contamination was found under all button contacts. The pump was opened and no evidence of moisture or loose components were found inside the pump. Further testing was not able to be performed due to the unrelated unresponsive keypad button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.